Manufacturer narrative:
Reference MFR report #: 2937094-2013-00357. Fiber analysis: the fibers glass cap was found to be detached and fractured distal to the glue zone; the fiber fractured near the beveled edge. The fiber cap was returned by the customer. There was no indication or report of any part of the device remaining inside the patient. The fiber condition could result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that during a prostate procedure the side-firing fiber was damaged at the tip at 135,854 joules. A second fiber was used and reported to have commenced forward firing at 42,576 joules. The procedure was completed with a third fiber. "No harm to pt's reported. This report is for the first fiber used.